Manufacturer narrative:
The tandem t:flex pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. Only huma­log® and novolog® have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 273 mg/dl due to the customer consuming dinner and not delivering a bolus. To address the bg level, the customer delivered a correction bolus. Additionally, u-500 insulin was being used in the cartridge.